Event description:
Received from our affiliate in the UK on (B)(6) 2013. The affiliate received a call from an optician stating that her pt was successfully fit with 5 pairs of trial lenses. The pt had previously worn 1 day acuvue moist brand contact lenses successfully. The pt then ordered a supply of 1-day acuvue trueye contact lenses and reported that they "felt scratchy." Narafilcon a lenses are not marketed in the us. The 3rd day of wear, (B)(6) 2013, the pt presented with a corneal ulcer od, at 11:00 o'clock position. The pt was immediately referred to the hospital for treatment. The pt was prescribed drops every hour initially. Details of the injury or treatment have not been received. This event is being reported as worst case due to aggressiveness of reported treatment. Product lot and information has been requested bit is not yet available. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Method: device not returned. No eval will be performed. Conclusions: no conclusions can be drawn.